Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented in the clinic for a routine follow up, device was found to be in backup vvi. After contacting the technical services, the device was restored successfully. Patient will be continued to be monitored.